Manufacturer narrative:
Section a: there was no patient involvement. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient cable of the mobile power unit (mpu) was very damaged. It was noted that the device still worked and there were no alarms.

Manufacturer narrative:
G3: correction: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damage to the heartmate mobile power unit (mpu) patient cable was not confirmed as no product was received and no additional files were submitted for review. The device was to return under the provided tracking number; however, the product appears to be lost in transit and has not been received for analysis. In the event this product does return the investigation will be reopened with further analysis. Additional information indicated there was no patient involvement and no alarms were associated with the event. A root cause for the reported event was not conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 19oct2015. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.